Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter did not blink while being connected to sensor and charger. Customer's blood glucose was 33 mg/dl which was treated with food. Troubleshooting could not be performed as customer was sent a tubing clamp instead ot test plug. Customer would call back when in receipt of test plug.